Event description:
In 2005 while placing and securing the archwire, the tip of the damon utility opening/closing plier separated and the plier struck the pt's lower right central incisor, tooth #25, fracturing it approximately 1-1.5mm supragingival, exposing the dental pulp.